Event description:
Lead dislodgement detected with finding of home monitoring of decreased sensing and increased pacing threshold. Lead was explanted and replaced on (B)(6) 2024 with a new one.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.